Event description:
It was reported that patient underwent arthroscopic labral procedure utilizing a soft tissue anchor device on (B)(6), 2011. During the procedure, the tip of the device fractured upon insertion and the surgeon felt the patient retained the fractured piece; however, the fragment did not appear on radiograph due to it's small size. The surgeon plans to take a CT or MRI scan to confirm the location of the fragment at some point in the future. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance." This report filed (B)(4), 2011.